Event description:
During an endoscopy procedure with doctor, a gold probe would not perform as expected (it did not cauterize). We switched to a new gold probe and it worked perfectly to cauterize an arteriovenous malformation. The new gold probe was the same lot number as the one that malfunctioned. Item: boston scientific gold probe, 7f x 300 cm, ref# 6007, lot: 22076206.